Manufacturer narrative:
Additional information: d9, g3, h2, h3 one viewflex xtra ice catheter was received for evaluation. A fracture in the catheter was noted 0.4¿ proximal to the distal tip. Due to the aforementioned damage to the catheter tip, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tip fracture was determined to be a design/process issue.

Event description:
During the atrial fibrillation ablation procedure, the tip of the catheter was broken. The catheter was exchanged and there were no adverse patient health consequences.